Manufacturer narrative:
November 12, 2015 09:50 am (gmt-5:00) added by (B)(6): (B)(4). A maquet field service technician was on site and investigated the unit in question. The technician troubleshooted the device and found no water flow in the hose system which was the cause for overheating. The overheating occurred cause the level indicator showed the tank were adequate filled. The technician calibrated the level indicator and performed functionality tests and started a test run. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
Description from the customer: "it was reported that during setup of a hcu20 the device displayed an error message: temperature failed." Additional information: this event occurred during testing of the system so no patient was involved and no delay in therapy. (B)(4).